Event description:
It was reported that the atrial lead dislodged. The lead was repositioned successfully on (B)(6) 2014. The patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).